Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the device is broken at the thread level. A microscope analysis shows that the fracture was due to a sudden significant torsional load on the material. The device probably broke after the application of an outstanding torsional force combined with some bending, while trying the remove the glenosphere. Based on investigation, the root cause was attributed to be user related. The failure was caused by too much force applied on the device. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the investigation report will be updated.

Event description:
Primary procedure, right reverse shoulder. It was reported that after impacting the glenosphere onto the baseplate, the glenosphere was off-angle. Surgeon inserted the jack screw to disengage the glenosphere. After the screw went in deeply, it snapped. The part of the screw outside the glenosphere was removed. After using other means to attempt to disengage the glenosphere, the surgeon reported the glenosphere was firmly fixed to the baseplate and used an impactor to adjust the glenoid to a better angle. After changing the angulation of the glenoid, the surgeon completed the procedure and was satisfied with the result. Surgery completed successfully with a delay of approximately 10 minutes.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
Primary procedure, right reverse shoulder. It was reported that after impacting the glenosphere onto the baseplate, the glenosphere was off-angle. Surgeon inserted the jack screw to disengage the glenosphere. After the screw went in deeply, it snapped. The part of the screw outside the glenosphere was removed. After using other means to attempt to disengage the glenosphere, the surgeon reported the glenosphere was firmly fixed to the baseplate and used an impactor to adjust the glenoid to a better angle. After changing the angulation of the glenoid, the surgeon completed the procedure and was satisfied with the result. Surgery completed successfully with a delay of approximately 10 minutes.